Event description:
As reported by the end user in (B)(6), while performing a pci for 75% stenotic lesion with no calcification, which was located in moderate tortuous in lad, air was noticed entering the fluid management system via the connection of the fluid delivery set and the manifold. The air traveled into the tubing of the fds and into the contrast media bottle, away from the fluid path of the patient. Air was not injected into the patient and there were no patient complications. The procedure was completed with another of the same device.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).